Event description:
Rn giving a heparin injection and thought needle retracted but it did not. Received a needlestick injury to finger.

Manufacturer narrative:
Upon retrospective review of complaint files, it was determined that this MDR should be filed. A review of all complaints since 2004 confirms that no other complaints of this nature have been received for this lot number. A review of the device history record did not reveal any anomalies related to the retraction failure. Additionally, this review confirms that the number of complaints reported of this nature remains low have not increased when compared to total unit sales.